Event description:
Patient undergoing coronary angiogram. Physician went to change out catheter to perform an intervention when the catheter became kinked in the radial artery. Physician was unable to advance or remove the catheter safely. A vascular surgeon was consulted and it was determined the patient needed to be transferred to (B)(6) for a higher level of procedure to remove the catheter.